Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 395 mg/dl. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was not performed.

Manufacturer narrative:
Add'l info received indicated that the customer changed the cartridge and infusion set. The blood glucose level was within the target range. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.